Event description:
Report received indicated the end user developed a red raised, non-itchy rash under the upper inner aspect of the wafer and also along the lower peristomal edge area. The report also indicated she had also developed a similar rash on the left buttock the mid back and the right chest region. That part of the rash had faded prior to this report. The use of stoma powder was discussed with the complainant to manage skin irritation. Pt will seek med treatment if symptoms continue. The MFR sent product samples for use. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.